Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device history lot: the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Device history batch: null. Device history review: null.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. Although no extra force was applied, the connection part between the needle and the suture was broken. There were no adverse consequences to the patient. No additional information was provided.